Event description:
Smart ez pump {se0200-100, lot unknown} filled with piperacillin- tazobacatm 4.5 g in 0.9% sodium chloride 100 ml would not flow x 3. IV line flushes. Smart ez pump would drip when not connected to ultrasite.